Event description:
Patient reported the vibration alarm function on the infusion device no longer functioned. She indicated the infusion device functioned properly outside of the vibration alarm. She did not report any physiological effects associated with this issue. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.